Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient was admitted for stomach pain, retching and symptoms of gastroparesis, for which they had an implant. They were unsure if this was a return to baseline. They mentioned possible bowel obstruction. Patient had told the caller they had symptoms like this multiple times over the years since they got the original implant in 2015.